Event description:
During a meniscus repair it was reported that the trigger got locked and it was impossible to release the implant. Additional information received indicated that t2 did not deploy; t1 was able to be removed from the patient. The red area of the meniscus was being repaired. A back-up device was used to complete the procedure.

Manufacturer narrative:
Evaluation was not possible due to the device not being returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is necessary at this time. (B)(4).